Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator was fried, and power supply melted. The patient stated that they had numerous storms recently. The communicator was deactivated. No adverse patient effects were reported.